Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder was selected for implant. While attempting to deploy the device across the defect, the left disc deployed deformed. The device was removed from the patient and exchanged for another 25mm amplatzer cribriform occluder (lot number: 6940168). The second device also deployed deformed and the physician elected to exchanged the device for a 25mm amplatzer pfo occluder and the device was successfully implanted with no further issue reported.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder was selected for implant. While attempting to deploy the device across the defect, the left disc deployed deformed. The device was removed from the patient and exchanged for another 25mm amplatzer cribriform occluder (lot number: 6940168). The second device also deployed deformed and the physician elected to exchanged the device for a 25mm amplatzer pfo occluder and the device was successfully implanted with no further issue reported.